Manufacturer narrative:
The reported issue of the autopulse did not power up was not confirmed during the initial functional testing. Visual inspection was performed and noted no damage upon receipt. Functional testing was performed and passed with no issue or faults observed. Additionally, the platform was tested with multiple in house lithium batteries and autopulse was powered on and off and no issues were observed. Run in test was also performed using lrtf (large resuscitation test fixture) for 10 minutes and passed. The platform worked and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During device check prior to demo presentation, the autopulse platform (B)(4) was unable to power on. The customer tried to replaced multiple batteries; however, the platform was not powering on. No patient involvement was reported.